Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional information received from a physician states the lead was replaced due to inappropriate shocks, believed to be due to a fracture. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), fracture of, shock, inappropriate.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional information received from a physician states the lead was replaced due to inappropriate shocks, believed to be due to a fracture. No further patient complications have been reported as a result of this event.